Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. Since there was no report of any leaks noted during preparation for use and the balloon was pressurized multiple times, this suggests that the balloon was not damaged prior to the procedure. Additionally, the lesion was heavily calcified and likely contributed to the reported difficulty. If the balloon experiences mechanical damage at some point during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. Return of the voyager may have further aided the investigation. The reported balloon rupture appears to be related to circumstances of the procedure and not a product quality deficiency. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure (rbp) and balloon integrity.

Event description:
It was reported that during pre-dilatation in the heavily calcified mid left anterior descending artery (lad), the rx voyager 2.0 x 12 mm balloon ruptured after multiple inflations at an unknown atmosphere; however, it was past nominal pressure and before rated burst pressure (rbp). Another voyager was used for pre-dilatation. A 2.5 x 18 mm xience v was unable to cross the lesion, but a 2.5 x 12 mm xience v was implanted without further incident. There were no adverse patient effects reported. There was no additional information provided.